Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at an unknown dose) via an implantable infusion pump. It was reported that during a spinal fusion surgery the hcp noticed pus and decided to explant the pump and the catheter. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was reported as resolved and the patient was alive with no injury. It was noted that the explanted devices were in the possession of the hospital. No further complications have been reported as a result of this event.